Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that protaper ultimate slider 31mm x3 file broke during use. The broken part remains in the root canal, doctor incorporated into fill. No injury.

Manufacturer narrative:
Summary: involved product broken during use was not returned and cannot be analyzed. Nothing unusual to report was found during DHR review (batch #1781342). For information, the second batch #1784348 provided has no corresponding with the catalog # involved in this complaint (corresponding with bspulr3250sl - protaper ultimate slider 25mm x3). The four unused protaper ultimate slider file 25mm batch #1781342 returned were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend. Correcting UDI # from d716pulrsl311 to d716pulrsl251. This is a follow up report for this corrected information. Device received for this event is being corrected from protaper ultimate slider 31mm x3 catalog # bstpulr3310sl to protaper ultimate slider 25mm x6 catalog # bstpulr6250sl. This is a follow up report for this corrected information.